Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that when feed is spiked, the feeding set leaks from the spike connector. The leak is a slow drip.